Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) generated a maintenance required code #5. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse calibrated the helium tank, and recommended to change the battery. It was noted that the iabp unit is functional on mains power only. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) generated a maintenance required code #5. It is unknown under which circumstances the event occurred or if a patient was involved. However, there was no adverse event reported.